Manufacturer narrative:
Other, other text: device evaluation: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved three separate delivery accuracy tests and showed the device to be over delivering, instead of under delivering as reported, to the manufacturing specifications. One possible, but unconfirmed, problem source was listed as fluid ingression that was found on the pump. The possible cause was determined to be user induced. The expulsor assembly was replaced.

Event description:
Information was received indicating that during testing of a smiths medical cadd legacy pump, it was noted that the pump failed accuracy (-6.55%). No patient was involved in this event. No adverse effects were reported.